Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that upon removing the tampon, the string broke; it looked frayed. No injury was reported.